Event description:
The customer reported that there was a loss of motorized movements. This is critical for the type of imaging the motorized c-arm was designed for. The system would be effectively unusable. There is no report of patient injury associated with this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The control panel board was identified as requiring replacement. No further repair information is available at this time.